Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected

Event description:
It was reported via web self-service that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2025, the patient reportedly went into "diabetic shock" when the cgm was displaying a sensor error. The patient described the symptom "diabetic shock" as "he didn't know who anyone was". The patient stated it said, "wait 3 min to reconnect". The patient ate candy, drank a frozen drink and ate a sandwich. Afterwards, the patient removed the sensor later in the day. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.